Manufacturer narrative:
Correction: the right-ventricular (rv) lead reported in 2017865-2025-50976 submitted on (B)(6) 2025 was found to be the right-atrial (ra) lead. There was no malfunction on the rv lead.

Event description:
Additional information received noted that during the procedure it was the right-atrial (ra) lead that exhibited low pacing impedance. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.